Event description:
The pharmacist for the facility reports the solution family display went completely blank during compounding. The pharmacist reports the unit was being used for the second time since the unit had been installed. During the first use of the unit, the yellow station was not needed for comp0unding. Bag was discarded and compounder was swapped. No pt contact.